Event description:
It was reported that this lead was an attempted implant. During the procedure the lead needed to be repositioned several times due to poor thresholds. Eventually, it was not possible to retract the lead helix. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was then performed and indicated a necked-down inner coil, consistent with inner coil over-torque and helix extension/retraction difficulty.

Event description:
It was reported that this lead was an attempted implant. During the procedure the lead needed to be repositioned several times due to poor thresholds. Eventually, it was not possible to retract the lead helix. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.